Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter: radiology group healthcare hunter imaging recently trialing maxzero nc and in conversation to offer training/support, mentioned feedback and then emailed through some examples such as: staff are complaining and I must admit I keep pinching patients skin because I find it so hard to connect our line and they pressure out sometimes or leak! Bungs are difficult to screw onto cannula. This can cause pain for the patient if we are handling the cannula with too much grip. They often leak or pressure out when injecting contrast. This can cause a mess of contrast on the patient and equipment. Was there any death/serious injury as a result of the event? No. Was there any exposure to blood/bodily as a result of the event? Potentially yes. Was the course of treatment changed due to the event? Not currently. Sometimes catches the skin of patient skin due to stiffness sterile part hard to get off. I injected contrast using the pressure injector (3.5ml/s). Injector did not pressure out, nor did contrast extravasate - it leaked contrast and blood all over the patient and bed. Upon coming back into the room, it appeared that the bung had slightly unscrewed from the contrast line.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that this event is considered an incorrect entry. This MDR will be voided.

Event description:
No additional information was provided.